Event description:
Philips received a complaint on the v60 ventilator indicating that the device was unstable on the stand. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The field service engineer (fse) went to the customer site and replaced the central processing unit (cpu) cover tray to ensure that the v60 was secured on the stand. The device then passed a performance verification test (pvt) performed by the fse, and the device was returned to service. The investigation concludes that no further action is required at this time.